Event description:
The customer alleged that they found rusty spots on a set of storz cysto instruments that were processed in the sterrad nx. It was reported that a staff member soaked the storz cysto set in "asepti-lube instrument milk." It was also reported that a sterilized kelly curved hemostat was not washed and it was soaked in the "instrument milk." After soaking, the instrument was dried and sterilized. After sterilization, rusty spots were found on the instrument. Upon follow-up, the customer stated that their staff was taking short cuts and not washing the instruments prior to soaking in "instrument milk." Issue is resolved if they pre-wash the instruments. There were no instruments used on patients.

Manufacturer narrative:
Damaged device.